Event description:
The reported incident involves our sc6002 pt monitor where it was indicated that the pt monitor display "went first red" afterwards it changed the color. This condition resulted in the pt monitoring parameters, (ECG, nibp and spo2) were connected and not legible to the attending caregivers. It was also indicated that during this incident, no alarms were provided by the monitor. The device has been switched off and on several times but the situation remained. (B)(4).

Manufacturer narrative:
A search of our database for this product and the reported condition, and no other cases have been reported. The reported condition was reviewed by our engineering group responsible for this product line and identified the possible assignable cause for the loss of the display output could be a problem with the main processor board, (a103 pcb). This unit was manufactured 7 years ago and was likely the result of a component failure on the pcb. We have contacted the complainant and requested to either return the unit to the factory for repair or to obtain a replacement pcb to correct the reported condition. We will also ask to have the pcb sen to us for eval if the device is repaired in the field. The reported incident is still under investigation.